Manufacturer narrative:
(B)(4). The device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the target area was a totally occluded, thrombotic lesion in the proximal to mid right coronary artery (rca). Recanalization was performed with a non-abbott guide wire and a 1.5 x 15 mm non-abbott balloon. After pre-dilatation with a 2.0 x 30 mm non-abbott balloon, a 3.5 x 28 mm xience xpedition stent was positioned with success and implanted. Post stent deployment, during retraction of the stent delivery system (sds) resistance was encountered. At the level of guide catheter entry, resistance was experienced again and the distal shaft became separated from the proximal part. No intervention was required to remove the separated portion. It was removed as a unit with the guide wire and guide catheter. The guide catheter was re-positioned and the same guide wire was used to completed the procedure by implanting a 3.5 x 16 mm non-abbott stent next to the first stent. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.